Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/26/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box shows evidence of power on resets. The returned battery cap and the battery compartment were found to be free of damage. No power interruptions were duplicated when the pump was exercised for 24 hours with the returned battery cap. The height and width of the returned battery was contacts were measured and both were found to be within the required specifications. The intermittent power complaint was confirmed in the history but could not be duplicated during the investigation.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient claimed that the pump was occasionally rebooting. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The yellow o-ring was not visible. There was no visible battery compartment or battery cap damage. The patient refused to return the subject pump to anm. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.